Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the plunger was depressed, the thumb advancer and clip delivery tube advanced and exchange sheath splitting occurred, however, the plunger would not remain depressed in the locked position. The operator decided to continue with device deployment and had a second person hold the plunger down while device deployment was completed. When the device was removed, the clip was noted deployed in the intended location with hemostasis being achieved. A long stringy silver of exchange sheath material was noted protruding out from the tissue tract, which was completely removed with forceps. There were no reported adverse pt effects. No add'l info was provided.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 57 mg/dl, 61 mg/dl, and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.